Event description:
"Customer reported: ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd): (B)(6) 2024. Incident details: doctors are finding using the sub not effect when freezing. The needle is leaking at the hub or where the needle meets the plastic.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 09/05/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct event date provided in the initial MDR [3014312726-2024-00304]. The previously reported was incorrect. The correct event date is (B)(6) 2024.